Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) spinal pain and radiculopathy. It was reported that the lead was broken. It was reported that the patient fell hiking, lost stimulation. One lead has all high impedances. Replacing leads. The issue has not been resolved at this time. Surgical intervention planned. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.